Event description:
The customer reported that the zipper teeth do not align on the side panel. The problem was found during canopy set-up and there was no pt involvement. Eval of the returned product found that the zipper slider body was open on the side panel.

Manufacturer narrative:
The product was returned for eval. Inspection found that the zipper teeth did align. On panel side a, the zipper slider body was open and there were one inch tears at the start and end of the drainage port zipper. Panel side b also had one inch tears at the start and the end of the drainage port zipper. (B)(4).